Manufacturer narrative:
Device code a0510 captures the reportable event of the retraction problem.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2024, for the treatment of prolapse. During the procedure, the capio carrier extend, but got stuck in the cage which most likely suggests that the carrier was not able to retract. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem. Block h10: the returned capio slim device was analyzed and was found no visual damage. The device was actuated, and the carrier extended and retracted with no problems. Therefore, the reported complaint of a retraction problem is not confirmed. With all the available information, boston scientific concludes that after analysis, it was noted that the carrier extends and retracts with no problems. After functional and visual in the complaint device it was not possible to identify any evidence of either the alleged issue or any defect on the device. Therefore, the probable cause selected is "no problem detected." A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported that during a sacrospinous fixation procedure, a capio slim device was used. During the procedure, the capio carrier extended, but got stuck in the cage which most likely suggests that the carrier was not able to retract. The procedure was completed with another capio slim device, and no patient complications were reported.